Event description:
It was reported that the IV vancomycin became discolored once drawn up into the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: "we had an incident yesterday in picu where a staff nurse was drawing up IV vancomycin and diluting it as per our policy, when drawn up in a 50ml syringe it changed colour. The vancomycin vial never changed colour and we drew up the remainder of the vancomycin in another syringe and it never changed colour so we think it was the syringe that caused the colour change possibly.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. Investigation summary: one sample and photos received by our quality team for investigation. Upon visual evaluation, 60 ml syringe is displayed with liquid and change in color. A device history review was performed for reported lot 2301006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. We have reviewed the sterilization cycle and inspections for this lot and found all results met required specifications. Sterility testing was performed on the returned product and results confirm that product meets all required specifications for product sterility. Technical file for vancomycin was reviewed finding, discoloration might be produced if product precipitates due to ph interaction. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the IV vancomycin became discolored once drawn up into the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: "we had an incident yesterday in picu where a staff nurse was drawing up IV vancomycin and diluting it as per our policy, when drawn up in a 50ml syringe it changed colour.... The vanomycin vial never changed colour and we drew up the remainder of the vanc in another syringe and it never changed colour so we think it was the syringe that caused the colour change possibly."